Event description:
There was no patient use associated with the reported event. The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.  When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. However, the reported issue could not be duplicated. Physio replaced the device's main keypad assembly and small keypad assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
There was no patient use associated with the reported event. The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.